Event description:
The pt received her scs system on (B)(6) 2011. It was reported that the pt stopped feeling stimulation. An sjm rep tried reprogramming her but stimulation would not occur. Most of the impedances were within normal range, but contacts 7, 9, and 10 are low. An x-ray was taken and the lead displayed a fracture. The pt is planning on undergoing a lead replacement. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's med history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.